Event description:
The iab was inserted into the pt on 2/7/97. On 2/8/97 after iabp 18 hours, the pump was losing helium, and then, would not pump at all. After the iab was removed a small hole was noted. Event complications: none from the event - reported 2/24/97. Pt's current status: alive - rpt'd 2/24/97.